Manufacturer narrative:
Date of event and date of explant are estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4) , serial: (B)(6) , batch: 8724210. Common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4) , serial: (B)(6) , batch: 8724210. Common device name: drg slim tip lead, model: mn10450-50a, UDI: (B)(4) , serial: (B)(6) , batch: 8724210.

Event description:
It was reported the patient had their entire scs system explanted due to ineffective stimulation.